Event description:
It was reported that an abnormal sound was noticed during the enucleation of the prostate (holep) procedure. The procedure was immediately stopped, the console was shut down, the protector and fiber were checked, and it was black. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that an abnormal sound was noticed during the enucleation of the prostate (holep) procedure. The procedure was immediately stopped, the console was shut down, the protector and fiber were checked, and it was black. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.